Event description:
I have attempted to use the invisilign devices for straightening of teeth. I have discovered that using invisilign triggers sinus infections. This has occurred over the last two year with on and off attempts to use the devices. This past month, after not using the device for six months, I had a sinus infection within days of resuming use of the devices. There seems to be come correlation.